Event description:
A complaint was received from a customer that reported that their dex system was not working. Patient stated that patient is not sure if they are getting an error or "what is going on". While on the phone a review of the system was conducted. It was learned that instead of seeing all "8s" upon meter activation patient observed "8?8". Segments are missing from the "tens" unit. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.